Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contribute to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for high blood glucose. The blood glucose reading was 442 mg/dl during the call. The customer stated he had experienced high blood glucose the week prior to the hospitalization. Troubleshooting revealed that one of the basal rate profiles had been set to 0.0 and the third profile was completely missing. The insulin pump passed the prime test and the customer was assisted in setting the basal rates correctly. The tubing clamp was not available to perform the high pressure test.